Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline identified an issue that could have contributed to the report of pump stops and low speed events, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file captured several transient pump stops and low speed advisory/hazard events on (B)(6) 2020 and (B)(6) 2020. All of these events occurred while the system controller was connected to a power module. Low flow hazard events were observed during some of the pump stops and low speed events. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 20¿. Rescue tape was observed approximately 7.5¿ through 14¿ from the controller connector, and the outer layers of the driveline were severed approximately 17¿ from the controller connector. Metal braided shield breakdown was observed adjacent to the controller connector and approximately 2.5¿ through 4¿ from the controller connector, with minor breakdown along the length of the driveline segment. Visual inspection of the underlying wires revealed minor kinking approximately 2.5¿ through 3.5¿ from the controller connector. Breaches in the insulations of the red and orange wires were observed at the location of kinking approximately 3¿ from the controller connector, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing. If the exposed inner conductors of the red or orange wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. Incidental findings include tears observed in the outer silicone jacket approximately 8.5¿ and 11.5¿ from the controller connector; however, the underlying bionate revealed no areas of damage. The heartmate ii lvas patient handbook, document 10006962, rev. C, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 2 entitled ¿system operations¿ cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the left ventricular assist device to stop. If the driveline become twisted, kinked, or bent, carefully unravel and straighten. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, document 10006960, rev. C, section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 2 entitled ¿how your heart pump works¿ cautions the patient not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the left ventricular assist device to stop. If the driveline become twisted, kinked, or bent, carefully unravel and straighten. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing multiple low speed advisories with pump stops dating back to (B)(6) 2020. The patient reported audible continuous alarms when rolling to the right side while on the power module. The alarm corrected when the patient rolled on his back. The patient was placed on a standard cable when presented to the clinic and a pump off alarm occurred immediately. The patient was then placed on an ungrounded cable. The patient has a significant amount of external visible wear and tear and rescue tape right past the bend of relief leaving the controller and about 3/4 of the way up the driveline. Log file analysis confirmed pump stops and/or speed drops on (B)(6) 2020 and (B)(6) 2020. The patient underwent a driveline repair. A splice was started 2.5 inches from the exit site and approximately 22 inches of the driveline was replaced. There were no immediate alarms following the repair when the patient was attached to the regular patient cable.